Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that blood was on the tip electrode.

Event description:
It was reported that the right atrial lead had high threshold. It was later reported that the lead was dislodged. The lead was explanted and replaced with a lead with active fixation. No patient complications have been reported as a result of this event.